Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The device does not switch on. There was no patient involved in this event.

Event description:
The device does not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. Sam 300p passed ¿out qat from heartsine technologies on the 30th august 2010. Upon receipt, the device could not be powered on, as per the reported fault. The failure was attributed to the pogo pins, all 4 of which had been sheared off the device. Furthermore, damage was observed on the pad-pak, with one locator pin broken. This would suggest the issue had occurred due to forceful insertion of the pad-pak. It is unclear when the damage had occurred. Information from the history log showed a manual power on of nonsensical duration recorded on the 6th september 2019. It is therefore possible the damage to the pogo pins had occurred on this date, resulting in an incomplete self-test due to reduced connection between the pad-pak and the device. Alternatively, the damage could have occurred during transit, however, this could not be confirmed. The returned sam 300p is now outside of its warranty period and will be scrapped.